Manufacturer narrative:
Additional information was received by boston scientific regarding the cause of the patient's death updated in b5 event description. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman implant procedure, the septal puncture was performed with a versacross pigtail wire. During the septal puncture a perforation occurred resulting in circumferential pericardial effusion. After perforation a pericardial tap and drainage were performed. The watchman implant was completed successfully, and the procedure was completed without further complications. The patient was discharged following the procedure and was reported to have made a full recovery. Gfe: this patient was transferred to hospice and expired (B)(6) 2023. Further information revealed the death to have occurred following a later unrelated procedure. Gfe responses: autopsy not performed. Patient went to interventional radiology for central line placement and went into cardiac arrest and respiratory arrest on (B)(6) 2023 patient received another pericardial tap and the left ventricle was perforated the patient was received to CT surgery for intervention official cause of death removal of life support secondary to do not resuscitate order patient history: end stage renal disease, atrial fibrillation, cad, hyperlipidemia, htn, peripheral neuropathy, diabetes type 2, cholelithiasis, chronic kidney disease on dialysis.

Manufacturer narrative:
Additional information was received by boston scientific regarding the cause of the patient's death updated in b5 event description. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman implant procedure, the septal puncture was performed with a versacross pigtail wire. During the septal puncture a perforation occurred resulting in circumferential pericardial effusion. After perforation a pericardial tap and drainage were performed. The watchman implant was completed successfully, and the procedure was completed without further complications. The patient was discharged following the procedure and was reported to have made a full recovery. The patient was discharged following the procedure and was reported to have made a full recovery, however, information was received that the patient was transferred to hospice care and died on (B)(6) 2023. The cause of death was determined to be due to complications that occurred during a later unrelated procedure to place a central line.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman implant procedure, the septal puncture was performed with a versacross pigtail wire. During the septal puncture a perforation occurred resulting in circumferential pericardial effusion. After perforation a pericardial tap and drainage were performed. The watchman implant was completed successfully, and the procedure was completed without further complications. The patient was discharged following the procedure and was reported to have made a full recovery, however, information was received that the patient was transferred to hospice care and died on (B)(6) 2023. The cause of death has not yet been determined.